Manufacturer narrative:
The manufacturer previously became aware of an allegation that an end user developed liver disease/ toxicity, lung disease. While using a rep dreamstation auto CPAP. The device was returned to a third-party service center for evaluation. During the evaluation of the device visually inspected the device and found no evidence of foam particles or degradation. In addition, the settings were corrected. The manufacturer received new information alleging asthma, sinusitis, nasal polyps and chronic bronchitis.

Event description:
The manufacturer became aware of an allegation that an end user developed liver disease/ toxicity, lung disease. While using a rep dreamstation auto CPAP. The device was returned to a third-party service center for evaluation. During the evaluation of the device visually inspected the device and found no evidence of foam particles or degradation. In addition, the settings were corrected.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging liver disease/toxicity, lung disease, asthma, sinusitis, nasal polyps and chronic bronchitis. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.